Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to generate data in carelink reports for the date range october 6¿15, 2025, despite having the latest data uploaded, resulting in blank sections of the report, the customer noted a time change on october 5, 2025, related to daylight saving time. The customer reported no adverse event. The event involved product acc-7333. Troubleshooting was performed, including explaining possible causes for the missing or blank data and confirming the reproducibility of the issue; the customer was advised accordingly. No harm requiring medical intervention was reported. Product return is not applicable for non physical device acc-7333.

Manufacturer narrative:
An attempt to reproduce the issue was performed on duck browser. The issue cannot be reproduced. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team has confirmed patient has done an invalid time change in the pump and this is why the data calendar is shown incorrectly. The pump date/time is set to 2024. The data that was uploaded in the last few days are set for the year 2024. This is why patient is not able to generate the reports. The most likely root cause is an invalid time change in the pump. To assist with the resolution of the issue, medtronic provided the helpline team with the following workaround to ensure that it is addressed effectively: patient has done an invalid time change in the pump and this is why the data calendar is shown incorrectly. The pump date/time is set to 2024. The data that was uploaded in the last few days are set for the year 2024. This is why patient is not able to generate the reports. Please ask the patient to correct the time in the pump and then upload data from the day the pump date/time is corrected. Ask them to generate reports only from the day they corrected the date in the pump. The previous data with incorrect pump time cannot be retrieved as this data is now corrupted. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.